Event description:
It was reported that a malfunction occurred on the pump, causing the screen to go dark and unresponsive. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to connect the pump to a known working power source, after which the pump display turned back on. Although a malfunction code was visible, the code was resettable, and the customer had already attempted a reset prior to contacting support. No additional information was received regarding the outcome of the event. Upon follow up technical support resolved the issue by sending a replacement pump, and the customer acknowledged the instructions for storing the faulty pump and returning it within 10 days with the provided ups return box and label.